Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. The subsequent treatment is related to the circumstances of the procedure. It is likely the device was mal positioned, or the tissue was friable. In this case, if the device is mal position the suture will not release from the suture bearing normally. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation: updated from yes to no.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using the pre-close technique via an 8f sheath hole prior to an interventional ablation procedure. Reportedly, with the first prostyle device, when the plunger was withdrawn, no suture was present, as a cuff miss occurred. A second prostyle device was attempted; however, the suture did not release from the suture bearing. The physician then cut the suture to release the device and the device was removed. The suture of a new prostyle device was successfully pre-placed. The sheath was upsized to a 10f sheath, and the ablation procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There were no reported adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- medical device problem code 2017: failure to follow steps / instructions.